Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was report that they experienced sensor anomaly. The customer¿s blood glucose level was unknown. The customer reports three sensors with electrode anomaly from the same package during one week two of them had no electrode and third had a very short electrode. The sensor will be returned for analysis.